Event description:
Additional information received from the patient. It was reported the controller was crushed because the airline forced them to check their bag. The controller was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID m943899a, serial# unknown, product type accessory. Product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID m943899a, lot#/serial# unknown, product type accessory product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt provided the controller and recharger (for replacement) serial numbers. Stated that the replacement recharger resolved their poor recharge quality issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), analysis of the 97755 recharger (rtm) serial number (B)(6) revealed that the complaint was unverified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that "replace controller batteries soon - battery low" began to display while charging their ins. Caller stated for about the past month, they have also experienced intermittent poor recharge quality, where they will be recharging excellent and then out of no where, the connection is lost. Caller did not have their equipment will them at the time of call and will be calling back for further troubleshooting. Caller mentioned that they have had their recharger replaced three times in the past and confirmed that the issues seems to resolve after replacing the recharger cord. Additional information was received from a patient (pt). It was reported that they had been unable to charge their implant last night due to the constant 'replace controller batteries screen,' and even when they would connect they saw that their recharging quality showed as excellent but no charge was getting delivered to their implant. The pt confirmed their controller port and recharger plug connector pins all looked okay and confirmed their controller charged up to 100% on ac power. The pt confirmed they felt the recharger would get warm when trying to charge implant. The pt also mentioned their controller had been going black/unresponsive when trying to charge the implant recently, which called for the pt to reset controller. The pt also reported that their recharging belt was broken. A replacement recharger (rtm) and belt were sent out. No symptoms were reported.